Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the right atrial (ra) lead exhibited atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies; high threshold and intermittent undersensing on the most recent at/af episode. The ra lead remains in use. No patient complications have been reported as a result of this event.